Manufacturer narrative:
Concomitant medical products: product ID: a2dr01, removed: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that no capture, undefined high impedance and possible lead fracture were noted on the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.